Event description:
It was reported that jetstream catheter got stuck in the calcification and lost rotation. A 2.4mm jetstream xc atherectomy catheter was selected for percutaneous transluminal angioplasty of the superficial femoral artery. The lesion was moderately tortuous with 100 percent stenosis and severe calcification. During the use of the jetstream catheter, the device got stuck in the calcification of the proximal part of the lesion and lost rotation (idle speed only). The jetstream was able to be removed by pulling the device. The procedure was completed successfully without sequelae.